Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, patient history of metal allergy is the root cause of the reported event. MFR# reference: (B)(4). Please reference 2032546-2018-00141 for the patient's right eye.

Event description:
Initially, it was reported that following a left eye cataract plus trabecular micro bypass stent procedure, the patient presented with peripheral anterior synechia (pas) postoperatively. The surgeon suspected that metal allergy caused the pas. Subsequently, the stent was explanted from the patient¿s left eye. Through follow-up, the following additional information was received. Reportedly, after undergoing bilateral trabecular micro bypass stent procedures (ou), the patient presented with pas in both eyes postoperatively. No medication was prescribed and the surgeon planned to explant the stent in the fellow eye (od). Additional information is being requested. This report references the patient's left eye.